Event description:
It was reported that this patient received two inappropriate shocks and episode review was requested. A boston scientific (bsc) technical services (ts) consultant stated both episodes were atrial fibrillation (af) with rapid ventricular response (rvr). The patient will be going for an af ablation. The device remains in service and no adverse patient effects were reported.